Event description:
It was reported patient underwent partial right knee arthroplasty on (B)(6) 2013. Subsequently, the patient was revised to a total knee on (B)(6) 2015 due to pain.

Manufacturer narrative:
This follow-up report is being filed to relay corrected manufacturer information.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation of found component to be within appropriate design specification. Examination of returned device to determine root cause is inconclusive.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."